Manufacturer narrative:
H.6. Investigation: DHR, maintenance records and quality notifications were verified and no deviations were found for this batch. The foreign matter defect, according to the photos and sample submitted by the customer, was due to a cleaning failure after servicing the motor machine. These are grease components and machine mounting devices. The manufacturing process are validated with defined acceptance criteria. The incident identified by this complaint will be monitored to trend analysis. H3 other text

Event description:
It was reported that before use of the oralpak 3ml blue hospital there was an issue with foreign matter inside the syringe. The following information was provided by the initial reporter, translated from portuguese to english: presence of foreign matter inside the syringe.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the oralpak 3ml blue hospital there was an issue with foreign matter inside the syringe. The following information was provided by the initial reporter, translated from portuguese to english: presence of foreign matter inside the syringe.